Manufacturer narrative:
D10 concomitant product: unknown eea (lot #: unknown). Unknown eea (lot #: unknown). Unknown eea (lot #: unknown). Lucas soares gerbasi, francisco tustumi, victor edmond seid, sergio eduardo alonso araujo. Does tri-staple¿ technology reduce the risk of anastomotic leakage in colorectal surgery? A propensity score matching analysis. Journal of surgical oncology 2024. Doi: 10.1002/jso.27650. Pages 1¿8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between 2016 and 2022, a retrospective study evaluated consecutive patients diagnosed with colorectal adenocarcinoma who underwent elective rectosigmoidectomy with primary anastomosis. Patients included in the study underwent colorectal anastomosis using either the directional stapling technology circular stapler or the tristaple circular stapler. A total of 336 patients were included in the study, with 228 patients in the directional stapling technology circular stapler group and 108 patients in the tristaple circular stapler group. The rectal section was performed using a powered stapler. The use of three or more linear stapler firings were associated with an increased risk of leakage.